Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for a 12-year-old female patient that went to the emergency room with complaints of headache, vomiting, dehydration, and was covid negative. (Customer provided sodium normal range 137 ¿ 145 mmol/l). On (B)(6) 2024, sid (B)(6) sodium initial results 110 mmol/l, repeat results = 136 mmol/l, 138 mmol/l, 137 mmol/l. It was mentioned the patient received saline ¿ sodium chloride 938 ml intravenously, buffered lidocaine 0.2 ml intravenously, azithromycin prescribed, dotarem for an MRI that was given per the patient¿s clinical picture and not due to the sodium result. The patient was diagnosed with mycoplasma pneumonia, has been discharged, and is at home. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely depressed sodium results generated while using the alinity c ict sample diluent included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. The alinity c ict sample diluent is used for analysis of electrolytes on the alinity c processing module. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot did not identify an increase in complaint activity for the current issue. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any nonconformances or deviations associated with the likely cause lot number and complaint issue. The overall performance of the alinity c ict sample diluent was reviewed using field data from customers worldwide. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 32094un23 is within the established control limits. Therefore, no unusual reagent lot performance was identified. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6) or alinity c ict sample diluent lot number 32094un23 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for a 12-year-old female patient that went to the emergency room with complaints of headache, vomiting, dehydration, and was covid negative. (Customer provided sodium normal range 137 ¿ 145 mmol/l) on (B)(6)2024, sid (B)(6) sodium initial results 110 mmol/l, repeat results = 136 mmol/l, 138 mmol/l, 137 mmol/l. It was mentioned the patient received saline ¿ sodium chloride 938 ml intravenously, buffered lidocaine 0.2 ml intravenously, azithromycin prescribed, dotarem for an MRI that was given per the patient¿s clinical picture and not due to the sodium result. The patient was diagnosed with mycoplasma pneumonia, has been discharged, and is at home. No impact to patient management was reported.